Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion device. The drugs being delivered were 1,800 mcg/ml baclofen (unknown) at 138.6 mcg/day (updated to 150 mcg/day) and 2.5 mg/ml (updated to 1.2 mg/ml) morphine (unknown) at 0.1925 mg/day (updated to 0.1 mg/day). The reason for use was non-malignant pain. It was reported that on (B)(6) 2019 they put new drug in the reservoir, successfully aspirated the catheter access port (cap) to clear the catheter, and now wanted to perform a modified bridge bolus. Technical services (ts) reviewed how to perform a modified bridge bolus (bb) and assisted caller through the entire procedure live to confirm it was correctly performed. After the new drug mixture was placed in the reservoir they successfully aspirated 1.7cc from the cap and programmed a prime of the catheter volume. Then programmed the modified bb but the patient became "very sleepy"/overdosed so the caller was inquiring about stopping the bb and pump until the patient recovered from the overdose. Ts troubleshooted with the caller and reviewed pertinent information per caller's inquires including programming limitations for the morphine dose and to convert the concentration and dose from mg to mcg to properly program the desired dose. Caller stated she thought the patient may have received a small intrathecal bolus during the catheter prime. The patient will be admitted to the ICU for assessment and support through the overdose. The caller did not have access to the long session reports to confirm the proper programming at the time of the call. There were no further complications reported/anticipated.